Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not populate the medications. A technical support specialist resend the reload message to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es prompted an error ¿medications not loaded¿ for the medication stocked, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.